Manufacturer narrative:
Replacement part was sent to the customer to resolve the issue. Several attempts were made to confirm the status of the device with no customer response. Service records for this account from the past 2 years were reviewed and no records related to this unit and complaints were found. The product for this complaint was installed on 4/10/2014, thus a manufacturing defect is not likely to have caused the issue. DHR review is not applicable. No further investigation possible.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3, led had multiple lights out. There was no report of harm, death or serious injury. No environmental or safety concerns.